Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pt underwent a procedure using a resorbable plate and rhbmp-2/acs. An unk time post-op, the pt suffered an allergic reaction.